Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that difficulty was experienced inducing a ventricular arrhythmia during the implant testing for this subcutaneous implantable cardioverter defibrillator (s-ICD). Initial induction difficulty was due to telemetry anomalies, further induction difficulty was due to patient physiology. Impedance measurements were tested with a 10 joule shock and the implant was successfully completed. No adverse patient effects were reported.